Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation confirmed that the implants were broken. Proximal sections were returned. Fractures are located between the 3rd and 4th (proximal thread) and 4th and 5th (proximal thread) and located on a point engaged by the mating driver. Complainant stated bone prep was completed with punch but bone quality was poor. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, two implants broke on insertion. A bone punch was used prior to insertion. Both implants had been implanted approximately three threads into the bone before they broke. Both remained in bone. The surgeon stated that during insertion neither of the implants felt as if they had a good fix into the bone. The surgeon was performing a suture bridge and due to the unretrieved implants he moved the procedure over slightly and completed with a different lot number of implants. Pt is doing fine to date.